Manufacturer narrative:
A getinge representative suggested that the end user switch out the unit and tag it for the biomedical department. The end user confirmed that the patient was successfully switched to another iabp unit. No patient harm or injury was reported. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair is not done by getinge.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) alarmed ¿iabp maintenance needed.¿ a getinge representative suggested that the end user switch out the unit and tag it for the biomedical department. The end user confirmed that the patient was successfully switched to another iabp unit. No patient harm or injury was reported.